Event description:
A nurse reported that a system message displayed, locking the system during a vitrectomy procedure. Following a 30 min delay, the surgeon was able to complete the case by converting to a manual technique. There was no pt harm, but the remaining cases had to be canceled as a result of the event. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. As there was no sample returned, the root cause cannot be determined. (B)(4).